Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was returned for evaluation. The sample was visually inspected with no damage detected. Pressure testing was performed with no functional issues detected. Therefore, the reported condition could not be confirmed, nor could a cause be determined. Additional information: a review of all the batch record documents was performed with no issues noted during the manufacturing process. This is the same patient as (B)(4).

Event description:
It was reported that the minicaps had cracked. A customer returned 6 used minicaps for further evaluation. There was no patient injury or medical intervention reported. This is report 2 of 6 for this event.